Event description:
Event description guidant received information that this right ventricular lead is not capturing. The device is at its elective replacement indicator. During the pacemaker changeout procedure they plan to also investigate this lead. No adverse patient effects were reported.